Event description:
It was reported that an ilet user experienced elevated blood glucose (bg) when dosing stopped due to the system requiring a connected continuous glucose monitor (cgm) or a manually entered blood glucose reading. The user did not have a sensor in place. The user subsequently connected and activated a new freestyle libre 3 plus cgm and entered a blood glucose of 485 mg/dl with guidance from support. Symptoms included hyperglycemia. Outcomes included continued use following successful sensor activation and manual bg entry with education provided. Investigation included troubleshooting and user education on sensor setup and bg entry. Investigation of this case revealed that insulin delivery was halted by design due to missing cgm input, which resolved after use was made aware and guided through successful sensor activation and manual bg entry. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors associated with absent cgm data leading to intended safety stoppage of dosing.